Event description:
The complainant reports that a balloon was inserted and fell out 30 minutes after placement.

Manufacturer narrative:
Abbott nutrition/standard procedure includes attempting to obtain all required information from the source.